Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent. The length and outer diameter (od) of the exposed cutting wire were measured and found to be within specification. The device was returned with the original pouch with product label and no damage was present to the packaging. The condition of the returned device was consistent with the complaint that the cutting wire bent. During manufacturing, the sphincterotome devices are 100% inspected and any defect is scrapped and documented in the device history record (DHR). A review of the DHR confirmed that the device met all manufacturing specifications. Therefore, the most probable root cause is "handling damage." A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
The device component (B)(4) relates to the device problem (B)(4) for the reported event of cutting wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device was bowed outside of the patient to test for functionality. However, when bowing the device, the cutting wire bent. The procedure was completed using another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device was bowed outside of the patient to test for functionality. However, when bowing the device, the cutting wire bent. The procedure was completed using another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."